Manufacturer narrative:
Nothing is being returned; however, we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated; however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. In this particular case, our rep states that the surgeon did in fact cause the bending of the device while manipulating it within the body, excessive mechanical force having been applied. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No further action is warranted.

Event description:
Our rep is reporting that during a shoulder repair, some metal shavings where observed coming from the drill guide into the pt's joint space. It is not known if the debris was suctioned from the pt or not. However, the case was concluded successfully without further incident or harm to the pt.